Event description:
Customer reported that she primed the insulin pump and did not realize that she was still connected to it. The blood glucose reading was 256 mg/dl. She was advised to go to the hospital as soon as possible. She stated that there were 220 units of insulin left in the reservoir and that potentially 80 units of insulin was delivered. She stated that she had someone with her that was taking her to the hospital. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.